Event description:
Dealer advised joystick is intermittently turning off by itself from order (B)(4). Dealer advised one time per end user screen was white and flashing. Dealer advised while at home joystick went to black screen with control com fault error. Spoke with tech. Dealer could not provide any further information.